Manufacturer narrative:
Additional information: further information was provided and learned the lens remains implanted at this time. There has been no treatment provided. The surgeon is considering explanting the lens, however, there are no plans right now. No other information is available at this time. Further information was provided therefore, the following fields which were reported as unknown in the initial report are now updated accordingly: section a2: age/date of birth: (B)(6) 1949. Section a3: sex/gender: male. Section d4: catalog number: z900200240. Section d4: serial number: (B)(6) . Section d4: UDI number: (B)(4). Section d4: expiration date: 4/28/2015. Section d6a: if implanted; give date:: (B)(6) 2011 . Corrected data: section e1: establishment name: (B)(6) laser center. Section e1: address - line 1: (B)(6) . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient has developed a coating on the posterior surface of the intraocular lens (iol) implanted in the left eye and it has progressed where the iol may have to be explanted. The patient has a history of asteroid hyalosis (ah). No additional information was provided to johnson & johnson surgical vision.